Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump beeps a constant tone. The customer's blood glucose reading was 279 mg/dl at the time of incident. Troubleshooting found that the pump did not revert to normal after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display then constant tone due to cold solder joint of on the mother board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests or verify low battery alarm due to frozen display with a test mother board, all the buttons functioned properly and no moisture damage was found on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.